Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vessel. An 8.0 x 40, 75cm mustang balloon catheter was advanced but failed to cross the lesion. However, the balloon was inflated, and on the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another 8.0 x 40, 75cm mustang balloon catheter. No patient complications were reported.